Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report two broken sensors on the same day sometime during the previous week. Pt claims that he saw the wires break during insertion. The sensors were discarded and are unavailable for eval. Dexcom cannot confirm whether these incidents actually involved broken sensors or if this is an insertion issue. Pt has not experienced any discomfort or pain at the insertion sites. This is MDR 1 of 2 (see MDR # 3004753838-2010-00143).

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.